Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The error logs were reviewed, which confirmed the error 48352 was triggered in the field, but the error could not be replicated. Upon visual inspection, the unit was in good physical condition. The console common compute controller (ccc) was returned along with mced. The error logs showed error 48352 followed by 31089 and 307, which pointed to sdch_ID & ac_8b. The error logs also displayed error 31226 (related to fiber) happening in the field. Failure analysis installed the ccc onto a golden system for 6 hours and periodically power cycle 10 times. Each time optic light levels were checked, all values were in expected range. Failure analysis left the system idle overnight and no errors occurred. From these findings, failure analysis could not determine the root cause for the issue that happened in the field.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The console mced cfg was returned for failure analysis, and the reported error 48352 was confirmed and replicated. In the system logs, the error 48352 was found indicating a video router, confirming that this error did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was returned along with the console common compute controller (ccc). The console mced cfg was installed, successfully programmed and tested on the dv5 in-house golden system with no issues and no errors triggered on startup. During idling test, it triggered error 48352 replicating the reported event. Multiple power cycles and idling test were ran with same error results. As a result of this test and findings, failure analysis concluded and verified that the console mced cfg unit was the root cause to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console common compute controller (ccc), the console mced, the cable harness, and the fiber cable. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was an error 48352 error at startup. The procedure was aborted prior to patient involvement.